Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device was found to be in back up vvi mode. The device was explanted. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported backup vvi was confirmed in the laboratory and was due to a power on reset. The cause of the power on reset was due to an anomalous component on the hybrid.